Event description:
The surgeon pre-drilled the hole using the k-wire at the second metatarsal. While trying to insert the spin screw in cortical bone, the head snapped off prematurely. The removal of the screw took 20 mins using 5 different instruments surgeon placed a 2.0 synthes screw in the metatarsal without any difficulties. Spin screw is not available for evaluation.